Manufacturer narrative:
No pt was present at time of event. Computer software performance tests conducted computer software problem, reinstalling axiem software fixed the issue. No pt present at time of event.

Event description:
A medtronic rep reported that the system was crashing; no further details were provided. No pt was present.